Event description:
The company rec'd a report where it was claimed that the tube developed a crack on the head of the outer cannula. The caller reported the pt was intubated on (B)(6) 2011 and the reported issue was discovered during routine trach on (B)(6) 2012. The caller confirmed that extubation and reintubation of a replacement tube was required but there was no direct harm to the pt as a result of the reported malfunction. The caller report that the replacement tube failed in the same manner. Reference MFR report #2936999-2012-00056.

Manufacturer narrative:
The lot number is unk; therefore, the date of manufacture cannot be determined and the device history record cannot be reviewed. Additionally, the sample was discarded therefore, not available for analysis. The customer did provide a photo of the sample. Reference MFR report #2936999-2012-00056.